Manufacturer narrative:
The device was received not deployed. The download data shows that pulse width timeouts occurred during priming in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. In addition to the drive stall, a rotational sensor malfunction occurred, that caused first prime to end earlier than expected at 40 pulses which ultimately caused the device to not deploy after 50 pulses. The rotational sensor malfunction is confirmed to have been the cause of the needle mechanism not deploying. Rerun of the device did not replicate the drive stall or rotational sensor malfunction. No damages or defects were found that would contribute to the drive stall or rotational sensor malfunction. It could not be determined if the drive stall alone would have caused the device to not deploy.

Event description:
It was reported that the pink slide did not move forward, is not visible in the viewing window and when the pod was removed it was observed that the cannula was not deployed; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.